Manufacturer narrative:
Batch review performed on 27 april 2022. Lot 2011818: (B)(4) items manufactured and released on 05-feb-2021. Expiration date: 2026-jan-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event. Additional implant involved: ball heads: mectacer 01.29.208 biolox delta ceramic ball head 12/14 ø 36 size s - 4 (k112115) lot. 2108575. Batch review performed on 27 april 2022. Lot 2108575: (B)(4) items manufactured and released on 30-sep-2021. Expiration date: 2026-sep-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event.

Event description:
The patient came in reporting pain due to a dislocation of the head from the liner and the cause is unknown. About 2 months and a half after the primary surgery, the surgeon revised the head and liner and the surgery was completed successfully.